Manufacturer narrative:
Concomitant medical product: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 21-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she r eceived a letter from the manufacturer and noted she hadn't had communication with the manufacturer in a long time and ¿it hasn't worked.¿ the patient later reported that her device stopped working, helping her pain and wouldn't take a charge. The patient reported that she was planning on getting the device removed, but due to her husband being on medical leave and she hadn't done so. The patient reported that she tried numerous things, but the device just wouldn't work. The patient reported that she even had a manufacturer¿s representative (rep) come out and look at her device and the rep just said everything was fine, even though she knew it wasn't fine. The patient reported that at the same time these issues started occurring she noticed the leads were ¿popping up¿ on her spine and it looked like a ¿large worm or a small snake¿ sticking out of her body. The patient reported that she needed to wear a back brace but couldn't because the ¿worm¿ gets in the way. The patient reported that when she touched the ¿worm¿ she sets her in a fit and she can roll over and feel it, ¿it hurts a lot.¿ the patient reported that she wished she would have stayed with the original device she had and she was very disappointed with this experience. Additional information was received from the patient on (B)(6) 2019. The patient reported that the whole unit wasn't working and it wouldn't charge. The patient was getting no use out of it. The patient reported that the leads in her back were the size of a cigarette and everything was swollen. The unit in her back was sitting there not doing anything. The patient reported that she was supposed to wear a back brace but couldn't because the battery pack hurts and it hurt when her underwear touches it. The patient reported that it was causing more pain than alleviating it. The patient noted that she was scheduled to have the device taken out but didn't because her husband got hurt at work and couldn't leave him in the care of nurses. The patient was tired of begging people that it wasn't working and people telling her it was working but it wasn't, wasn't even charging. The patient reported that there weren't any circumstances that led to the issue, it just stopped working and stopped charging and someone told her she was a liar. The patient reported that no steps were taken to resolve the issue. The patient reported that it hadn't been working for a long time. The patient reported that she just wanted it taken out because she needed to be wearing a back brace. The patient reported that the device stopped working about 18 months after it was put in. No further complications were reported.